Manufacturer narrative:
Correction: b5, d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Correction b5: a spectrum pump alarmed system error 345 (thermistor disparity) during baxter service flow accuracy release testing. There was no patient involved, and this was not reported by the customer. Additional information: h6, h11. H11: the device was received for evaluation and during final release testing after all repair activities were complete the device alarmed system error 345. This is determined an operational error and not a reportable malfunction. All service activities were completed and the device fully tested prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during flow rate accuracy test. There was no patient involvement. No additional information is available.